Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the sudden loss of therapeutic effect for implantable neurostimulator (ins). Patient could not "retain it". They were not able to "hold it" when they had to use the bathroom. This was a symptom return that began when patient fell. Patient fell about two weeks ago on the back. It was on the but on that spot. Patient had tender for couple of days, not bruised. Patient was not feeling stimulation in the correct area. Patient went to see the doctor and they resolved the issue of return of symptoms. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.